Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received with a catheter and upon visual/microscopic inspection it was noted that the sdw was seen to be kinked. The stent and introducer sheath were not returned. Functional inspection was performed although it was reported the stent had not deployed inside the returned catheter, as a stent was not returned and to rule out a premature deployment, the catheter was flushed and a mandrel was attempted to be advanced, however resistance was met in several areas while advancing so the catheter was cut multiple times and each time a cut was made blood/dried blood emerged from the catheter. There was no stent present inside the catheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported device or device component not visible under fluoroscopy was unable to be verified as the stent was not returned for device analysis. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Addition information received indicated that the operator couldn't see the subject stent under fluoroscopy. The operator didn't notice if the stent was in introducing sheath before delivery, after the procedure the physician checked the table and floor and couldn't find the stent. It was also reported the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, it was not checked and not confirmed that the device was in good condition prior to use on the patient. Note-continuous flush was not set up and maintained throughout the clinical procedure. As per a statement in the supplied dfu "gain vascular access according to standard practice. Select a recommended microcatheter. Establish and maintain continuous flow of appropriate flush solution through the microcatheter per standard vascular practice" failure to set up and maintain a continuous flush throughout the procedure will lead to performance issues while using the device. Therefore, an assignable cause of "use error" will be assigned to the as analyzed "sdw kinked/bent" as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The sdw portion of the device was returned with a catheter, the sdw-stent delivery wire was found to be kinked. During device functional testing it was confirmed that the stent was not present within the returned catheter. The stent and the stent introducer sheath was not returned for device analysis. The DHR for the complaint lot was inspected in mes and all component quantities were reconciled prior to lot release, therefore its likely the stent was prematurely deployed or misplaced during device preparation prior to use on the patient and and was not detected by the operator. An assignable cause of "undeterminable" will be assigned to as reported "device or device component not visible under fluoroscopy" as the issue could not be confirmed during analysis.

Event description:
It was reported that during a neurovascular procedure, when advancing the subject stent, the physician couldn't see the stent under fluoroscopy. He didn't notice if the subject stent was in introducing sheath before delivery. After the procedure the physician checked the table and floor and couldn't find the subject stent. Finally the physician withdrew the subject stent and used other stent to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure, when advancing the subject stent, the physician couldn't see the stent under fluoroscopy. He didn't notice if the subject stent was in introducing sheath before delivery. After the procedure the physician checked the table and floor and couldn't find the subject stent. Finally the physician withdrew the subject stent and used other stent to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.